Event description:
Programming history is available from (B)(6) 2015 (doi). The only diagnostic data is from (B)(6) 2015. The result is within normal limits. On (B)(6) 2015, the normal mode output current was programmed on to 0.25 ma, all sensitivity levels were attempted while the output current was at 0.25 ma. The last available history shows that the device remained at sensitivity level 5 at the end of surgery with seizure detection on and auto stim output current off. On (B)(6) 2015, seizure detection and normal mode output current remained on, and the sensitivity level was 5. The last available history from this date shows that the normal mode, mag mode, and auto-stim output currents were 0.5, 0.75, and 0.625 ma, respectively. On (B)(6) 2015, the device was interrogated at 1/1.25/0.875 indicating that there was a dosing performed at the appointment on (B)(6) 2015. Sensitivity levels varied between 4 and 5 on this date, but all output currents remained on. The device was programmed and left at sensitivity level 4.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen for follow-up regarding her m106 device that was implanted recently but when attempting to test the heart beat detection she only received "?????" On the tablet screen. This is indicative of lost or no communication. It was noted that the patient was at a sensitivity of 5 on the heartbeat detection. Tried multiple locations for interrogation and was able to successfully program all other parameters except the heartbeat sensitivity at the dosing appointment. Follow-up revealed that the output current was off when trying to perform the heartbeat detection and there were asterisks observed prior to the ????. The tachycardia feature was not disabled. No pre-surgical work-up (evaluation to determine location for implant and sensitivity) was performed prior to implanting the device. The DHR for the m106 sn (B)(4) was reviewed and it was confirmed that the device passed the heart rate detection test prior to distribution. Programming history database was reviewed on 09/18/2015. Based on the history, the device was tested on all 5 sensitivity settings with no success of heartbeat verification.

Event description:
Field action for the m106 heartbeat verification was performed on (B)(6) 2016. Device is functioning within normal limits as noted by the lead impedance test performed during the visit. The heartbeat detection settings of 1 was found to be optimal for the patient. The device was programmed as necessary with no apparent issue.